Manufacturer narrative:
A bci field service engineer (fse) tighten the fitting connected to the no foam bottle, pressurized the system, and the instrument was resumed.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to no foam solution leaking on unicel dxc 600 pro synchron clinical system. No injury was reported and there was no effect to patient or user.